Event description:
As the staffer tried to engage the probe, it would not produce a laser beam and it was found to have exposed wires at the end.what was the original intended procedure?right eye vitrectomy.